Event description:
Baxter pump showed a volume discrepancy. Pump showed volume to be infused as 600 ml, while primary bag hanging had around 900 ml. Primary rn stated she began the infusion at 2000, per medication administration record. This rn observed drip chamber x3 minutes to count and calculate the IV drip rate. No drips were visualized. Primary rn notified and IV pump was removed from service. Rn supervisor aware.